Event description:
It was reported that there was diminished r waves. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d154vwc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008. (B)(4).